Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary device had station communication issues. Customer reported delay during dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had communication issues. The technical support specialist used remote support services (rss) to log into the station and then logged into carefusion administration application (cfn app) and clicked on station configuration and restarted the station to boot up the cfn app. The technical support specialist then called and emailed the customer to inform them that everything was working. The customer gave permission to close the case. The system functioned as intended after the technical support specialist investigated the device.